Event description:
During installation for use for a cardiopulmonary bypass procedure, the roller pump power cable was not fully functional, due to a recessed connector pin. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Damage was being done to power cable (d-shell connector) during installation. Damage was created due to improper alignment of connector with receptacle. Cables were replaced with notice to users concerning proper alignment of the connector.